Manufacturer narrative:
(B)(4). Evaluation summary:the customer's reported condition of a colleague infusion pump with a defective display was confirmed and reproduced during evaluation. The root cause was not determined. No repairs were performed as the customer refused the service estimate for this device.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a defective lcd display this condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.